Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as product was not returned. Covidien was not authorized to repair the device.

Event description:
It was reported that the 840 ventilator's lower display was erratic. The ventilator was not in use on a patient at the time of the reported event.